Event description:
It was reported that the surgeon placed the screw and rod and then final tightened. Then he decided to redirect the screw. The screw wouldn't slide over the k-wire because the cannulation was deformed.

Manufacturer narrative:
Device was discarded by the facility, and is unavailable for evaluation. Additional information has been requested, and if received, will be supplied on a supplemental.